Event description:
ICU medical chemolock bag spike with additive port was being used on a visiv bag to compound paclitaxel for infusion at an outpatient oncology center. The bag spike easily comes in and out of the visiv bag. As the technician was manipulating the bag, the bag spike completely came out spilling ~200 ml of paclitaxel solution onto the technician and surrounding area. Apparently this error was known to ICU medical but they did not disclose this problem to use upon switching to their product. Since, they have implemented a new clip to keep the bag attached to the bag spike, but these are still having to be manufactured. FDA safety report ID # (B)(4).